Event description:
It was reported that during surgery, the surgical light sola 700, the light head suddenly fell down but was secured by the cable. No injury was reported.

Manufacturer narrative:
The reported event was cause by a break of the welding of the spring loaded arm. The spring loaded arm of the concerned device is part of the field corrective action ref. Z-2212-2009. The investigation in scope of this action together with the supplier of the spring loaded arm revealed the reported problem is related to a crack of a welding seam. Further investigation on other actual complaints shows signs of endurance cracks of this welding seam.